Event description:
A report was received that the patient was explanted due to an infection. The patient symptom included drainage. The patient was referred to a wound management physician. The patient was healing properly following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial: (B)(4) description:linear st¿ lead explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.